Event description:
The international philips field service engineer (fse) reported that a ventilator had a "led failure" alarm. Patient or user involvement information is currently not provided and was requested from the fse. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated by the customer and an international philips remote service engineer (rse). It is unknown if there's patient involvement or any parts or repairs have been conducted. Multiple attempts were made to retrieve patient information, diagnostic or repair information yielded no response. A supplemental report will be submitted if new information is later received.